Event description:
A review of the patient's programming history found that the patient's settings were changed unintentionally to settings indicative of an incomplete diagnostic test. However, system and normal mode diagnostic tests performed on that day were within normal limits. Several magnet mode diagnostics were also performed on (B)(6) 2005 which went into standby. While the patient's output current was adjusted from 0ma to 1.0ma in the same office visit, the off time was left at 60 min which gave the patient an inefficacious duty cycle. The off time was not adjusted back to 5 minutes until the (B)(6) 2005 visit it was also noted multiple times that the patient's settings were programmed to 0ma then back to the original settings within an office visit. On one such occasion, the patient was initially interrogated on (B)(6) 2012 and found to be at 0ma output current and magnet output current, even though the patient had left the prior visit of (B)(6) 2012 programmed to 2.25ma output current and 2.5ma magnet output current. It is possible there is missing data between these two visits which accounts for the change in settings. No other anomalies were noted.

Manufacturer narrative:
Programming history was reviewed.